Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was online and communicating with the server, but not all data was being processed. A field service engineer (fse) identified that medications unloaded at the station were still reflected as loaded on the server due to the station having been offline for an extended period, which required a manual recovery. The fse coordinated with the customer and central support center to perform the recovery, after which the customer confirmed that the station was communicating and processing data properly. The system functioned as intended after customer support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was communicating with server but not updating. However, there were no delay or adverse events or injuries reported based on this event.